Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed with 0.21 vdc. A pairing test/download was performed and passed. A review of the share logs was performed and a pairing failure was found within the investigation window. The probable cause was determined to be loss of connection. In addition, the probable cause of the loss of connection was determined to be the transmitter and app were unable to establish a connection. The reported event of a pairing failure is reportable based on the finding of the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.